Event description:
Customer reported an over infusion of heparin. She stated a primary infusion of heparin 250 ml of heparin had infused. The pt required add'l monitoring and blood work. The pt recovered from the event without adverse sequelae. However, customer later reported the pt experienced a "bad outcome" (death). The customer does not attribute the pt's demise to the over infusion event. The user reported she was able to replicate the event using the same pump module. A test, non-patient primary infusion of saline was started at 6.9 ml/hr (fluid infusing into the sink). A short time later (exact amount of time was not provided), the saline "free flowed" into the sink. The pcu and pump module were sequestered and sent to biomed. Biomed director stated he was able to replicate the unregulated flow of fluid as reported by the user. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.